Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump did not clear the volume infused totals. The facility nursed would typically clear the totals every hour and did not realize they were not clearing hence the volumes were totaled more than expected. There was patient involvement, but no harm was indicated.

Event description:
It was reported that pump did not clear the volume infused totals. The facility nursed would typically clear the totals every hour and did not realize they were not clearing hence the volumes were totaled more than expected. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
Correction: unique device identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer?, imdrf annex b code, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report the pump did not clear volume infused totals was not confirmed in the logs or replicated during testing. ¿ the review of the pcu event log identified the volume infused totals were cleared (B)(4) times during the course of the programmed infusions. ¿ the pcu event log recorded the volume totals were not cleared every hour as reported. The pcu event log found volume totals were cleared at the lowest frequency of 45 minutes and as long as 8 hours. ¿ testing performed on the returned system found the pcu clearing the volume infused totals functioning as expected. ¿ alaris system maintenance preventive maintenance task was performed on the suspect pcu and found the device functioning as expected. ¿ external and internal inspection of the suspect pcu found no irregularities ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the report that the pump did not clear volume infused totals when requested is being attributed to hospital workflow. The log indicated that the volume infused was cleared a total of twenty-two (22) during the course of the infusions; however, the volume clear feature was not performed every hour as reported by the facility. Note that this report lists imdrf annex a1801, a040502, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.